Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the radiofrequency transceiver was replaced and it was verified that the issues were resolved. It was also noted that the programmer had a broken handle on cases, broken bezel and missing stylus, and the programmer had internal corrosion and was un-repairable. (B)(4).

Event description:
It was reported that the programmer could not wirelessly interrogate a viva/evera device in the box. A message appeared stating "noisy telemetry - reposition rf (radio-frequency) head." The telemetry signal decreased and oscillated between amber and green bars for signal strength. The "allow wireless telemetry" option was checked, but when it was unchecked on the find patient screen, interrogation was possible with the rf head. This issue only occurred with the viva/evera devices. Other devices had no wireless issues. The programmer was returned for repair, analyzed and tested out of specification. There was no patient involvement.